Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized with blood glucose over 600 mg/dl. Customer had symptom of high blood glucose; customer had seizures. Customer was hospitalized due to high blood glucose. Customer was hospitalized in the intensive care unit. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles. Customer declined to check for site and insulin issues and settings were not correct; time and date were not correct and customer was assisted in programming time and date. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.